Event description:
It was reported that t-wave oversensing (twos) on the right ventricular (rv) lead was observed on multiple treated episodes. The rv lead remains in use. No further patient complications have been reported as a result of this event.